Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 25 and 36 hours. It was reported the patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl). When the pod was removed from the abdomen, the site was hurting and there was a large lump. The patient visited the emergency room (ER) and was prescribed antibiotics flucloxacillin for treatment. A new pod was applied for continued insulin therapy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.